Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. One actual sample was returned for investigation. Visual examination was conducted on the returned sample, which did not show any obvious abnormality or design abnormality, except for the balloon had burst. Based on the complaint description, the balloon had burst during use. The burst line was approximately 15mm longitudinal to balloon length. Closer examination of the balloon surface and around near proximity of the burst line under high magnification lens (60x magnifications) revealed presence of blemish mark and patches on balloon. Based on the investigation conducted, there were evidence of marks due to balloon coming in contact with detrimental factors which likely had caused balloon to burst. All balloons during manufacturing procedures were 100% inspected and such failure in manufacturing would be detected. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the patient's catheter removed by itself. When checked it was noticed that the balloon was pierced.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient's catheter removed by itself. When checked it was noticed that the balloon was pierced.